Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that an intermate lv was found with a cracked luer lock. This malfunction was reported to have been observed before use. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition could not be confirmed, nor could a cause be identified.